Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown , product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency/urge incontinence. It was reported that has  small bleed back there but  it was nothing to go to ER for. Patient stated she thinks the wire is coming out but the thing and belt around her waist is holding it in place.  No further complications were reported/anticipated at this time.